Event description:
It was reported that a device embolization occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no patient complications during the procedure. On (B)(6) 2020 the patient was admitted to the hospital. The closure device had embolized out of the patients laa and was located at the patients abdominal aorta. It was further reported that on (B)(6) 2020, the closure device was successfully retrieved endovascularly via a biopsy forceps.

Event description:
It was reported that a device embolization occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no patient complications during the procedure. On (B)(6) 2020, the patient was admitted to the hospital. The closure device had embolized out of the patients laa and was located at the patients abdominal aorta. It was further reported that on (B)(6) 2020, the closure device was successfully retrieved endovascularly via a biopsy forceps.

Manufacturer narrative:
B2: outcomes attributed to adverse event corrected. Changed from other serious to required intervention.